Manufacturer narrative:
Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for foreign matter with the incident lot was observed. A review of the device history record revealed no irregularities during the manufacture of the reported lot number. Bd was able to duplicate or confirm the customer¿s indicated failure mode. As per manufacturing, upon evaluation by qe ah, it was noted that the plunger rod tip had great amounts of flash along it's tip and down the shaft. Flash is a by-product of the molding process and is typically removed prior to the part being transported to the next phase of manufacturing. In this instance, the flash is sufficient that it would have impeded proper attachment of the stopper to the plunger rod tip, thus rendering the syringe unusable by the end user.

Manufacturer narrative:
Date of event: unknown. Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use, white foreign matter was found in a relion® insulin syringe 1 ml, 31 g x 8 mm. There was no report of injury or medical intervention.